Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID hh9020tdd, serial # (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that they were trying to use the pump and they are getting a message that says to contact medtronic for assistance with service code 356. Patient could not bolus for 2 days. Patient was refilled 2 days ago. Agent walked caller through resetting the handset and communicator. While connecting the handset was stuck on 90%. Agent had patient clear the data. The patient was able to successfully connect to the pump. The troubleshooting steps that were taken on the call resolved the issue.